Manufacturer narrative:
Comp-(B)(4). The explanted product was not returned for investigation. The rns® system is an adjunctive therapy in reducing the frequency of seizures in individuals 18 years of age or older with partial onset seizures who have undergone diagnostic testing that localized no more than 2 epileptogenic foci, are refractory to two or more antiepileptic medications, and currently have frequent and disabling seizures (motor partial seizures, complex partial seizures and/or secondarily generalized seizures). The rns® system has demonstrated safety and effectiveness in patients who average 3 or more disabling seizures per month over the three most recent months (with no month with fewer than two seizures), and has not been evaluated in patients with less frequent seizures.

Event description:
The patient was implanted on (B)(6) 2021 for trigeminal neuralgia. In (B)(6) 2023, the patient was placed on anticoagulants due to concerns for tias/stroke. Scans taken in (B)(6) 2023 showed no evidence of a bleed. The patient reported an onset of pain on (B)(6) 2023. She reported to the clinic on (B)(6) 2023. During this visit the doctor observed insufficient charge readings on the posterior implanted strip lead. Stimulation was turned off from that lead while they evaluated the patient to determine the cause. The patient returned to the hospital on (B)(6) 2023 for continued severe facial pain. The (B)(6) 2023 scan shows intraparenchymal blood; specifically, a clot right next to the posterior lead. Stimulation was programmed back on to the lead to see if the issue would resolve as we now knew the impedance issue was not likely a lead integrity issue but from the bleed. Blood thinners were stopped. The rns system (neurostimulator and three leads) was explanted on (B)(6) 2023. Per the physician , with the angle and artifact that is given off from the device, there is a chance we would not have seen this clot prior until it possibly got to this point. With the patient being such a high stroke risk, to be able to have better scans in the future, it was decided it would be best to explant the device. During the explant, the strips and the dura were plastered together which made the surgeon believe that this is something that was possibly going on for a while that may not have been able to be seen on imaging. The blood was also observed subdural and right underneath the posterior electrode (the one giving us insufficient charge readings). The patient is still experiencing weakness on the left side of their body and is still hospitalized as of (B)(6) 2023. The rns was reported to have been effective in treating the patient's pain.